Event description:
It was reported that a vena cava filter was deployed and allegedly twisted feet were noted. The deployment was done accessing the jugular. The physician tried to untwist the feet by shooting contrast down, but decided to retrieve the filter and deploy a competitor's. The patient was having gastric bypass surgery, with a history of clots. There was no injury to the patient.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was not provided. The sample was discarded by the user facility; therefore, a product evaluation could not be performed. As no images or sample were returned to verify the leg twisting, the result of the investigation is inconclusive. The current IFU (information for use) states the following: precaution: anatomical variances may complicate filter insertion and deployment. Careful attention to these instructions for use can shorten insertion time and reduce the likelihood of difficulties.